Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not available, images were not provided. The investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: it was not known which lifestent product was used, there is no indication that the event was related to the use of the product. All known potential failure modes including issues found during clinical use are addressed in the instruction for use. H11: h6(method), h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the popliteal artery. Some time after stent placement, there was occurrence of tissue loss and infection. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the popliteal artery. Some time after stent placement, there was occurrence of tissue loss and infection. The current status of the patient is unknown.